Manufacturer narrative:
Investigation: per the customer, they believe this is not set-related and likely to be due to operator aseptic technique. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a positive blood culture on an autologous mononuclear cell (mnc) product post-collection. The blood culture of the product grew organism propionibacterium. The collection was scheduled to be transfused on (B)(6) 2016. Per the customer, the transfusion recipient (who was also the donor) was planned to be given IV penicillin 1.8g 6hrlyin preparation for the transfusion. The scheduled transfusion and planned penicillin have not yet been confirmed if they occurred. The customer declined to provide the patient identifier. Patient weight is not available at this time. The disposable kit is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: according to the customer, the product was reinfused and IV penicillin was provided to the patient. The patient was slightly febrile, but doing well, and there were no adverse events during the reinfusion. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per internal documentation, the devices terumo bct manufactures to collect, separate, and store blood products are terminally sterilized to a sterility assurance level (sal) of </=10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every lot of product manufactured. The sterility assurance system employed at terumo bct ensures the disposable device is not the source of contamination. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
No system-related root cause for the alleged bacterial contamination was identified in the run data file for this procedure. There were not any excess alarms, paused pumps for an extensive period of time, and no leak alarms that would increase the risk of bacteria being exposed to the set. Consequently, the system was found to be operating as intended during these procedures. The sterility assurance system employed at terumo bct ensures the device is not the source of contamination. Additionally, the customer stated that no defects in the idl sets were noted and the customer believes the contamination is not set related but likely due to operator aseptic technique. Sources of bacterial contamination include but are not limited to patient connection to the disposable set (venipuncture), post-processing laboratory practices and handling, and/or storage procedures.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf showed no system-related root cause for the alleged bacterial contamination was identified in the rdf's for these procedures. The interface management images were reviewed and showed no abnormal behavior or foreign matter in the connector and signals in the rdf indicate the set was loaded and primed within the one-working shift recommendation provided in the spectra optia essentials guide. Consequently,the system was found to be operating as intended during this procedure. Sources of bacterial contamination unrelated to the spectra optia system may include, but are not limited to:-patient/donor connection to the disposable set-post-processing laboratory practices investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Additional investigation: per terumo bct's medical review, the device did not cause or contribute to this incident.